Manufacturer narrative:
Cmp-(B)(4). Verified item lot combination and reviewed manufacturing date on returned item and found it to exhibit signs of repeated use and has fractured on the medial side of the post feature. All pieces were returned. The device history records & receiving inspection reports were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Medical records were not provided. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference z-2578-2014). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.

Event description:
It was reported from the wir form that a persona knee instrument was returned and reported fractured.